Manufacturer narrative:
(B)(4). Complaint took place in australia. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
(B)(4). Incident occurred in australia: upon removal of catheter coil is exposed.